Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported mild discomfort or shock on their left side and "like something is moving" when patient is walking. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.